Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is not registered with the FDA. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Investigation summary: no samples (including photos) were returned for the reported issue of ¿two venflon2 have been removed from patient during to leakage from injection port. The leakage has been found after insertion and leakage has continued even with port closed with pre-attached closing device¿ with lot number 0182212 regarding item # 391451, so retention samples were used for the investigation. The DHR of material number 391451 and lot number 0182212 was checked and no quality notification was recorded on this lot. None of the ten retention samples showed leakage from port on them. The defect could not be confirmed. As no photographs or original samples available for investigation of the leakage from port as reported by the customer the defect cannot be confirmed. The complaint could not be confirmed, and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the bd venflon¿ IV cannula leaked from the injection port during use. The following information was provided by the initial reporter: "two venflon2 sku 391451 lot 0182212 have been removed from patient during to leakage from injection port. The leakage has been found after insertion and leakage has continued even with port closed with pre-attached closing device."